Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming for gas loss. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that upon inspection the unit was able to complete an autofill and ran for 1 hour successfully on a simulator. The issue coild not be replicated. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - occupation - administrator e1 - event site name - (B)(6) upon completion of the investigation into this event a follow up report will be submitted.